Manufacturer narrative:
(B)(4). The device was not available for evaluation. A review of the service history revealed no failures or problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history revealed no issues that could have caused or contributed to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) felt overfull, bloated, and had abdominal pain or discomfort and had a high drain 102 alarm. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, indicating an increased intra-peritoneal volume (iipv) event. The hp¿s fill volume was set to 2900ml but had bypassed to drain, with the help of the technical service representative (tsr), after having filled with 2312ml. The hp then drained 6838ml. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.